Event description:
It was reported that an asymptomatic patient presented into clinic after receiving a patient notifier for non-sustained lead noise. Externalized conductors were noted under x-ray. The lead was explanted and replaced.